Manufacturer narrative:
The patient was allegedly wearing the lifevest at the time of death on (B)(6) 2014. However, review of the patient's downloaded data indicates that the device was last shut down on (B)(6) 2014 at 03:45:39pm. Review of the patient's data indicates multiple battery pack 'runtime expired' events. The patient's battery pack was placed into the device on (B)(6) 2014 at 11:15:50am. The patient's battery pack was used in the device for longer than 24 hours without charging, resulting in an inability to provide sufficient power to the monitor. The monitor properly alerted the 'replace battery' notifications. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the patient's rhythm was not possible due to device deactivation. Device deactivation was due to the failure to charge batteries every 24 hours as described in the instructions for use. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor was fully functional and able to detect and treat. All alarm and notification operations were fully functional. As received the belt failed incoming testing. Upon evaluation, the j2 component was not properly soldered inside the rear-1 wire therapy electrode. The cause of the check therapy pad messages is the improperly soldered j2 component. The root cause of the improper solder is a manufacturing error. A corrective action was initiated. The improperly soldered j2 connection is not related to the patient death. H device manufacture date and usage of device: monitor: (B)(6) 2012 - reuse; belt: (B)(6) 2011 - reuse.

Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old female patient had passed away on (B)(6) 2014. The patient was at the hospital to have a stent put in. After the procedure was done, the patient was in the recovery room. The patient was on hospital telemetry and was wearing the lifevest. The patient's daughter and sister were in the room with the patient when they noticed that the patient was having difficulty breathing. The family members paged a nurse who then came in, worked on the patient, then the patient was declared dead. The patient was allegedly wearing the lifevest at time of death and it was reported that the lifevest alarmed. The patient died of cardiac arrest.